Event description:
The pt was reportedly implanted with a surgisis urethral sling on or about (B)(6) 2009, at (B)(6) hospital of (B)(6) to treat her stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Concomitant products - essure device and ethibond sutures on (B)(6) 2007; surgisis 4x7 on (B)(6) 2009. This MDR is related to MDR 1835959-2016-00001. Update: the root cause, of the patient¿s current complaints, remains inconclusive. The patient has a complicated history affected by three vaginal births, one abortion, chronic vaginitis, what appears to be a reaction to the ethibond sutures used in a 2007 surgery, and fistulas that were possibly present prior to the 2009 placement(s) of surgisis.

Event description:
The patient was reportedly implanted with a surgisis urethral sling on or about (B)(6) 2009, at (B)(6) hospital to treat her stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: in (B)(6) 2009, at the (B)(6) hospital, the patient underwent surgery for vaginal graft erosion, infection, and possible rectovaginal fistula. Dr. (B)(6) excised what he called a vaginal graft (medical records did not indicate placement of a graft in the (B)(6) 2007 surgery), removed another suture from the 2007 surgery, and repaired rectovaginal fascia and vaginal epithelium. It is unclear if a graft was placed during this surgery and if so, what brand of graft was utilized. A colorectal surgeon was present for the surgery, for the suspected rectovaginal fistula, but no repair was performed. The patient was discharged to home the same day. In early (B)(6) 2009, the patient returned to dr. (B)(6) with complaints of sutures coming undone and a thread hanging from her vagina. This appeared to be protrusion of the graft (unclear which graft and when it was placed) through the incision line of the vaginal wall. On (B)(6) 2009, dr. (B)(6) excised the graft material and a surgisis 4x7 cm graft was placed anteriorly to the vaginal apex and cul-de-sac and underneath the cervix at the right and left fornix. Another suture was also removed from the vagina. After this procedure, the patient began experiencing discomfort in certain sitting positions, dull pain and cramping, vaginal pain and pain and bleeding with intercourse. The patient once again began to experience vaginal infections with discharge. On (B)(6) 2009, dr. (B)(6) removed a suture from the patient's vagina. In the summer of 2009, a vaginal sinus was discovered. On (B)(6) 2009, dr. (B)(6) excised two fistula tracts, removed two green ethibond sutures from the 2007 surgery, repaired the anal sphincter with stitches, and repaired the rectovaginal fascia with a surgisis 7x10 graft.

Manufacturer narrative:
Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.